Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that stimulation therapy was never effective for the pain so that patient had the pain pump implanted and the stimulator removed at the same time. The issue had been occurring since implant. A healthcare professional (hcp) later reported that the troubleshooting performed included an increase in stimulation, but they lost the analysis.